Event description:
The complainant reported that during a contra-lateral thrombolytic of left politeal procedure, the guide wire pierced the wall of the catheter and extended into the lower abdominal aorta. There was no harm or injury to the pt. The guide wire and catheter were removed and the procedure was repeated without further complication.

Manufacturer narrative:
Device eval: the suspect device was returned to merit for eval. The device was examined visually and under magnification. A hole and two kinks were observed in the catheter tubing. The hole shape was irregular and a kink was found opposite the hole. The distal tip of the catheter was slightly damaged. The complaint was confirmed; however, the cause of the failure could not be determined. It is noted per merit's clinical specialist that this particular type of angiographic catheter would not typically be used for this type of procedure. The device history record was reviewed and no specification deviations were noted that could be related to this event.